Event description:
Subsequent to bilateral mastectomies following a diagnosis of cancer, rptr had reconstructive surgery which utilized silicone gel implants. Since that time she has experienced multiple partial bowel obstructions, bilateral pulmonary emboli (showers which were life threatening), fibromyalgias, multiple arthritis-like symptoms which were essentially non-responsive to medication and three months of physical therapy. She also had chronic debilitating fatigue, post-surgical word-finding and short term memory problems, left ulnar nerve damage and right hand numbness with a resultant decision to have explantations.